Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. This is report one of three reports (3007042319-2016-01809, 01810, and 01811) submitted for devices related to the same event. The following devices are being returned; however, it is unknown which of these were involved in the event. If returned, these devices will be analyzed and reported as required: (B)(4). Please note: due to new iata and dot regulations prohibiting the transportation of lithium ion batteries by air, investigations will be prolonged as we await the return of devices via cargo ship. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported from the site that the patient was found dead at home. It was reported that the patient had 5 batteries, 4 were in the charger and one in the patient bag and no power source were connected to the controller when his brother found him in the morning of the (B)(6) 2016. It was stated that the windows in the flat were open, tv was running very loud, and all lights in the flat were switched on. The equipment was handed to the vad coordinator very late, so the time between the event and this entry is quite long. No additional information available.

Manufacturer narrative:
Additional information received on 05-02-2016. It was reported from the site that the log files were sent to the manufacturer for analysis. It was noted that the patient's state of mind was not in question at the time of the double disconnect, as the patient never expressed signs of suicide. It was further stated that it is unknown when the patient was seen alive. It was also stated that it seems that the battery were charged after the event, as all batteries were fully charged and at the vad-coordinators office. It was stated that the log files were downloaded without any problem, so it was thought that the controller was performing as intended. There were also no damage of the pins seen on the controller and seemed fine. It was stated that the pump driveline was still connected to the controller when it arrived at the vad coordinators office. The cable was cut approximately 5mm above the pump driveline connector. The mortician stated to have tried to disconnect the connection between the driveline and the controller using "nippers" and turned the plug with socket 180 degrees but eventually decided to cut the cable to release the controller from the patient's driveline connection. It was stated that the equipment will stay with the vad coordinator until (B)(6) tells the hospital to send back to manufacturer. On 2016-05-06: review of the log files reveals three controller power-up events logged on the reported event date ((B)(6) 2016). The first two events occurred in the morning at the following times: 07:57:36 hours and 08:09:45 hours. The third controller power-up event occurred at 18:59:02 hours. Data entry before this controller power-up shows battery (B)(4) connected to ps1 with capacity equal to 19% and no power source connected to ps2. Data file does not show entries recorded after this controller power-up event; it indicates that controller lost power at any time between the time of this event and 15 minutes later. This is report one of three reports (3007042319-2016-01809, 01810, and 01811) submitted for devices related to the same event.

Manufacturer narrative:
A controller, five batteries, two controller cac adapters and one battery charger were returned for analysis. The pump was not returned. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the manufacturing documentation confirmed that the pump, (B)(4), met all requirements for release. The battery charger and the two controller ac adapters were initially not returned as a complaint item. As a result, the units were not evaluated as the devices were disposed of. However, based on the available information, the two controller ac adapters and battery charger were not involved in the reported event. Review of the receiving inspection records confirmed that the battery charger and two controller ac adapters met all requirements for release. Analysis of the returned devices controller and batteries (B)(4) revealed that the devices met specifications; the units passed visual examination and functional testing. The controller log files revealed that the controller involved in the reported event, (B)(4), had the smr upgrade. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each fifteen (15) minute interval. Log analysis of the event files revealed three controller power up and motor start events on (B)(6) 2016 at 07:57:36, 08:09:45 and 18:59:02. The data point before the first loss of power at 07:57:39 revealed that the controller did not have a power source attached to power port two (2) of the controller and had battery, (B)(4), attached to power port one (1), which experienced a momentary disconnection at some point in the preceding 15 minutes. The battery (B)(4) that was previously attached to power port 2, at one point, experienced a momentary disconnection between the controller and battery. During this time, the patient experienced another loss of power, after which the controller was powered up at 08:09:45. The data point after this loss of power revealed that battery (B)(4) replaced battery (B)(4) on power port 1 and battery (B)(4) remained on power port 2. The data point recorded that both batteries (B)(4) experienced a momentary disconnection between the controller and respective batteries. Log files revealed that thirty (30) minutes before the final loss of power at 18:59:02, a battery (B)(4) was connected to power port 1 with 24% rsoc and no power source was connected to power port 2. However, the logs recorded that battery (B)(4), which was previously connected to power port 2, experienced a momentary disconnection. The momentary disconnection may have been caused by the patient disconnecting and reconnecting the battery or a temporary disconnection between the controller and battery (B)(4). The patient remained connected to battery (B)(4) on power port 1 until the last data point before the loss of power, which recorded the capacity of battery (B)(4) at 19% rsoc. No alarms were recorded in the alarm files during the reported event. It's unknown why the patient decided to continue powering the controller with only one power source. Based on the available information, a possible root cause may be attributed to an accidental disconnection of the last remaining power source, battery (B)(4). This is report one of three reports (3007042319-2016-01809, 01810, and 01811) submitted for devices related to the same event.